Event description:
It was reported that during intra-operative procedure the burr could not be gripped. At the time of report the patient impact and involvement were unknown.

Manufacturer narrative:
H3: product analysis :evaluation determined that tool bur was wobbling. The likely cause of the failure was due to breakage of the tip bearing. It was also noted that the laser markings were deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.